Manufacturer narrative:
Sensor 3mh00caeaw8 has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 3. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. The customer received higher sensor scan results when compared to readings obtained on another adc meter and experienced a loss of consciousness. The customer was able to self-treat with an unspecified treatment and reported that they were on their way to a hospital, however no additional information has been provided. There was no report of death or permanent injury associated with this event. A sensor scan result of 208 mg/dl was compared to an adc meter reading of 60 mg/dl and the results, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported medical event.